Event description:
The customer reported via phone call that their insulin pump was alarming no delivery when attempting to deliver a bolus. The customer's blood glucose was 190 mg/dl. The customer stated that the issue was not occurring at the time of the call. The customer was unable to perform full troubleshooting at the time of the call because the alarm had already been resolved by a complete set change. The customer declined to return the infusion set and reservoir for analysis. The customer was advised to call back when the alarm occurred in order to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.